Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A nurse at pinderfields general hospital called to report that the patient had an adverse incident relating to an allergic reaction while wearing the pod. Information regarding the medical event was not provided.